Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc steerable sheath was selected for use during an atrial fibrillation (a fib). During the procedure, it was noted that there was back flow from the hemostatic valve (it is said that blood leaked (a few drops dripping) from the insertion site during reverse blood flow), thus another of the same device was used and procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (discarded). No other issues were reported. The dilator was wiped out prior to introduction into the valve, it's probably moistened because it was flashed during setup. No clinical event occurred due to blood loss.